Event description:
It was reported to nova biomedical that a consumer received a result of 327 mg/dl on their blood glucose meter. The consumer administered 3 units of insulin based on that result. According to the consumer forty-five (45) minutes later she tested again getting a result of 31 mg/dl. Based on that result, the consumer proactively consumed a snack to help raise her blood glucose level. The consumer's blood glucose reading was low showing the device to be performing as intended. During the call to customer support, it was unknown if the consumer did a control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.